Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc and experienced malposition on the left breast implant. The left breast implant deflated during the surgery. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 525cc saline implants, catalog # 3501685, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 525cc and experienced malposition on the left breast implant. The left breast implant deflated during the surgery. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 525cc saline implants, catalog # 3501685, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. During evaluation the device appeared intact. No anomalies were discovered. The device history record (DHR) for the lot number 7504510 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).